Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and rupture. The device has been explanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, opening extended on anterior and radius and white particles in the shell. A visual and microscopic analysis was performed which identified, striated opening on anterior, radius and posterior, non-penetrating nick and crease fold. Based on the device analysis, the final assessment is: a striated opening on anterior, radius and posterior assessed, as surgical damage.